Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: two needles were used with endostitch device. The first needle bent so it was removed and another needle was opened and put into the endostitch device. That needle broke in half. Only half the needle was able to be collected. The other half of the needle is missing. CT scan was done and did not find the product inside the patient. It is unknown if the needle is inside the patient. There was no patient injury. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss more han 500cc. There was a delay in or time over 30 minutes. Device fragment did fall in patient cavity.